Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt mentioned since about three weeks ago, the therapy had been turning off by itself. The patient was redirected to their healthcare provider (hcp) to further address the issue. Pt's spinal cord stimulator(scs) implant was related to a workman's comp. Issue and pt no longer saw hcp on file, but planned to see hcp on file when the ins battery needed to be replaced. Pt mentioned their manufacturing representative (rep), but rep did not know about event yet. No symptoms/patient complications reported.